Event description:
Hosp reports receiving high readings on their precision pcx blood glucose monitor. In blood glucose tests, hospital received a result of 102 mg/dl compared to a lab result obtained of 33 mg/dl, and a separate blood glucose result of 106 mg/dl compared to a lab result obtained of 52 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically signigicant. It is unclear why the pt was hospitalized, if they had been diagnosed with diabetes, or what type of treatment was administered. Pt was on an insulin drip and the hosp stated the pt had suffered from a loss of consciousness, it is unclear as to why.